Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the stroke/cva was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male admitted in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a subarachnoid hemorrhage during impella support. Although there were no plans to treat the condition, the patient was switched to bicarb for the purge line. Support with the implanted pump continued following the event, for just under 10 days.